Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a smartablate¿ irrigation tubing set and foreign material was observed inside the tubing. It was reported that inside the tube it was cloudy white; they could not make a judgment if it was air or just a cloudiness issue. This was detected when the tube was filled with saline. There was also a foreign material observed was inside the tubing. It was observed to be in loose; with movement inside the tubing. Additionally, a bubble was found upstream from the pump, however, no bubble movement during pump operation; there were no pump errors. The issues were resolved by changing the tube to another one. The procedure was completed without patient's consequence. The reported issues of cloudiness in the tubing and the microbubble are not considered to be MDR reportable since it is likely the cloudiness and bubble was embedded within the plastic of the tubing, as it was described the bubble did not have movement during flow/pump operation. The risk to patient due to these issues is remote.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that an unknown patient underwent an unknown ablation procedure with a smartablate¿ irrigation tubing set and foreign material was observed inside the tubing. It was reported that inside the tube it was cloudy white; they could not make a judgment if it was air or just a cloudiness issue. This was detected when the tube was filled with saline. There was also a foreign material observed was inside the tubing. It was observed to be in loose; with movement inside the tubing. Additionally, a bubble was found upstream from the pump, however, no bubble movement during pump operation; there were no pump errors. The issues were resolved by changing the tube to another one. The procedure was completed without patient's consequence. Device evaluation details: on 12-jul-2022, the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that the inner diameter of the device was cloudy; no other damage or anomalies were observed. Irrigation testing was performed, and no bubbles were observed. As such, the event described by the customer could not be replicated during the product investigation. However, it should be considered that bubbles on the smart ablate tubing have been investigated by a cross-functional team and the engineering analysis suggests that a plasticizer migration in the tubing product maybe contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). An internal corrective action was opened to introduce optimization actions on devices with cloudiness and microbubbles. A device history record (DHR) was performed, and no internal actions related to the complaint were found during the review. The cloudiness reported by the customer was confirmed as the device performed without any bubble issues. Bubbles reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of the smartablate pump. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: known inherent risk of device (d12) / component code: device ingredient or reagent (g01003) were selected as related to the customer¿s reported cloudiness and foreign material issues. Investigation findings: no device problem found (c19) and investigation conclusions: no problem detected (d14) were selected as related to the reported bubbles issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).